Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call, the insulin pump was missing the ring around the reservoir compartment. Customer's blood glucose was unknown. Customer's father was unaware how the damage occurred. Customer's father was advised to discontinue use of the device, revert to back up plan, and device needed to be returned for analysis. Customer's father agreed to return it.

Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube oring, scratched case, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.